Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. The insulin pump was unable to confirm failed battery test or battery out limit alarms due to blank display. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a corroded battery tube, no delivery alarms, bad battery alerts, and battery out limit alarms. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.